Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b air detected was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted air in line alarm (ail) pcb (printed circuit board) failure. Appropriate action was taken to correct the reported problem by replacing the ail pcb. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "channel b air detected" alarm. This condition has the potential to be a false alarm. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor(5.04.00).